Event description:
The user facility reported that water was leaking from underneath their reliance synergy washer. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the unit and found the drying piston valve to be broken. The technician repaired the unit, ran a test cycle and confirmed the unit to be operational. The unit is not under steris service contract and is serviced and maintained by the user facility.